Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal and found no malfunctions. The cause of infection could not be traced to the device.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-42365, related manufacturer reference number: 2017865-2023-42367, related manufacturer reference number: 2017865-2023-42368. It was reported that a patient presented with infection noted on the patient's system. The system was explanted and replaced on 17 aug 2023. The patient was stable throughout.